Event description:
Customer found responsive. Customer's family member and paramedics were called. Family member performed a blood glucose = 279 mg/dl. Customer transported to hospital. The hospital device reading = 103 mg/dl. Treatment unknown. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.